Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coils 400 (pc400) and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully placed seven pc400s. While attempting to place the eighth pc400, the physician was not satisfied with the position and therefore, retracted the coil. Upon retraction, the pc400 unintentionally detached and was removed using a stent retriever. The procedure ended at this point, as very good stasis was observed in the aneurysm, indicating good neck coverage. There was no report of an adverse effect to the patient.